Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Caller reported a patient returned to the facility for a routine visit and reported he had a sliver of metal left in his hand from the lancet they used the week before. Caller stated the patient removed the lancet fragment himself; did not seek medical attention. Fragment has been discarded. Nurse is unsure which lancet lot was used; will return both lots. Requested return of the alleged device for evaluation.